Manufacturer narrative:
Device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, asthma, kidney disease and toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that sd card cover and control knob were missing, dust-like contamination was observed on and under the top enclosure, on the right side panel, bottom enclosure, in the air inlet, on the pca, on the interior side of the left side panel, on the blower cap, iso port, on and in the blower motor, on the sound abatement foam and walls of the bottom enclosure, the air inlet filter had deteriorated, potential signs of thermal activity were observed on the interior side of the top enclosure and on the red and black wire of the j9 connector, potential hair-like particles were observed on the interior side of the left side panel and in the bottom enclosure, a whitish dust-like contamination consistent with mineral deposits (signs of liquid ingress) was observed in the iso port, on and in the blower housing, on the bottom of, and inside the blower motor, observed an oily substance on the blower outlet bellow, observed a heavy amount of sound abatement foam on the bottom of the blower housing, the manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.